Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was a failure to follow instructions; problems traced to the user not following the manufacturer's instructions. Due to fracture problem, problems caused by the cut, tear, or fracture of a component, object, or material into two or more pieces including shear. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency resection electrode broke when it came into contact with metal inside the patient's body. The event occurred with three different devices during a therapeutic transurethral resection of the prostrate. The broken loops were removed from the patient's body. The customer reported that the issue was caused by improper use of the device. The procedure was completed with a similar device. There were no reports of patient harm.